Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) medical center.a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during inspection that the cardiosave intra-aortic balloon pump (iabp) failed to complete the startup self-check. The issue was suspected to be related to slow data loading during startup. As a precautionary measure, software version d.01 was reinstalled. The device was subsequently evaluated, confirmed to be functioning properly, and returned to the customer. There was no patient involvement associated with this event.